Event description:
Allegedly, the unit will go into standby on its own and there is an e1 error message.

Manufacturer narrative:
Additional information will be provided once investigation is completed.